Event description:
It was reported that there was no resistance encountered when advancing the nc trek to post dilate the moderately tortuous and moderately calcified right coronary artery. The nc trek was inflated to eight atmospheres for ten seconds, but was unable to inflate a second time. The nc trek was easily removed from the anatomy and replaced with another nc trek. There were no adverse patient effects and no clinically significant delay in the procedure due to this device issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.